Event description:
It was reported that the hypothermia. Patient temperature (pt) was 33c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0 l/m. Low flow and air leak in an arctic sun device. Had the nurse stop therapy, empty, disconnect and reconnect pads. Fluid delivery line (fdl) secure and locked. Restarted therapy and device primed to low air leak 0 l/m. Disconnect pads and placed in manual control at 10c. Outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 14.7c, inlet temperature (t3) was 17c, chiller temperature (t4) was 12.4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was -7psi circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 10268.1 and pump hours were 9876.3. Added pads while still in manual control, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -3 psi. Disabled manual control and restarted therapy, water flow rate (wfr) was 1.8 l/m marginal flow. Advised to swap out to alternate set of pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hypothermia. Patient temperature (pt) was 33c, targeted temperature (tt) was 36.5c, water flow rate (wfr) was 0 l/m. Low flow and air leak in an arctic sun device. Had the nurse stop therapy, empty, disconnect and reconnect pads. Fluid delivery line (fdl) secure and locked. Restarted therapy and device primed to low air leak 0 l/m. Disconnect pads and placed in manual control at 10c. Outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 14.7c, inlet temperature (t3) was 17c, chiller temperature (t4) was 12.4c, water flow rate (wfr) was 2 l/m, inlet pressure (ip) was negative 7psi circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 10268.1 and pump hours were 9876.3. Added pads while still in manual control, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was negative 3 psi. Disabled manual control and restarted therapy, water flow rate (wfr) was 1.8 l/m marginal flow. Advised to swap out to alternate set of pads.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The device was not returned. The product catalog number is unknown; therefore, a labeling review cannot be performed. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.